Event description:
The customer reported getting a defib failure, error 8.

Manufacturer narrative:
The customer reported getting a defib failure, error 8. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.